Event description:
Reportedly, on (B)(6) 2017 the patient was complaining of feeling unwell. An ICD check was performed and led to the following observations: the presence of noise and inhibition of ventricular pacing were observed in the v-egm of the recorded episode. The trend curve of the ventricular impedance was showing a notable change. As fracture of the ICD lead (non livanova) was suspected, the tachycardia treatment functions of the paradym dr8550 were turned off and the patient was hospitalized. Another ICD check was performed in the hospital on (B)(6) 2017. The v-egms in the recorded episodes were still showing noise.the ventricular lead impedance was measured to be within the normal range. To prevent further ventricular noise oversensing, the ventricular sensitivity of the ICD was reprogrammed from 0.4 mv to 5 mv. The scheduled re-operation was performed on (B)(6) 2017 to implant a new ICD lead. During the procedure, the following observations were made regarding the existing ICD lead: when the ICD lead was tested by a pacing system analyzer after being disconnected from the ICD, the lead measurements were within normal range. Under fluoroscopy, no visual damage was identified on the ICD lead. Despite of the above observations, it was concluded that the ICD lead had been damaged and its use was discontinued. Although no failure was suspected on the ICD, the use of the ICD was also discontinued. The explanted ICD was disposed of at the hospital.

Manufacturer narrative:
Preliminary analysis showed that the reported behavior is most probably related to a lead issue or a lead/ICD connection issue at ventricular level. Based on available data, no anomaly was suspected on the ICD.

Event description:
Reportedly, on (B)(6) 2017 the patient was complaining of feeling unwell. An ICD check was performed and led to the following observations: the presence of noise and inhibition of ventricular pacing were observed in the v-egm of the recorded episode. The trend curve of the ventricular impedance was showing a notable change. As fracture of the ICD lead (non livanova) was suspected, the tachycardia treatment functions of the paradym dr8550 were turned off and the patient was hospitalized. Another ICD check was performed in the hospital on (B)(6) 2017. The v-egms in the recorded episodes were still showing noise. The ventricular lead impedance was measured to be within the normal range. To prevent further ventricular noise oversensing, the ventricular sensitivity of the ICD was reprogrammed from 0.4 mv to 5 mv. The scheduled re-operation was performed on (B)(6) 2017 to implant a new ICD lead. During the procedure, the following observations were made regarding the existing ICD lead: when the ICD lead was tested by a pacing system analyzer after being disconnected from the ICD, the lead measurements were within normal range. Under fluoroscopy, no visual damage was identified on the ICD lead. Despite of the above observations, it was concluded that the ICD lead had been damaged and its use was discontinued. Although no failure was suspected on the ICD, the use of the ICD was also discontinued. The explanted ICD was disposed of at the hospital.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2017 the patient was complaining of feeling unwell. An ICD check was performed and led to the following observations: the presence of noise and inhibition of ventricular pacing were observed in the v-egm of the recorded episode. The trend curve of the ventricular impedance was showing a notable change. As fracture of the ICD lead (non livanova) was suspected, the tachycardia treatment functions of the paradym dr8550 were turned off and the patient was hospitalized. Another ICD check was performed in the hospital on (B)(6) 2017. The v-egms in the recorded episodes were still showing noise. The ventricular lead impedance was measured to be within the normal range. To prevent further ventricular noise oversensing, the ventricular sensitivity of the ICD was reprogrammed from 0.4 mv to 5 mv. The scheduled re-operation was performed on (B)(6) 2017 to implant a new ICD lead. During the procedure, the following observations were made regarding the existing ICD lead: when the ICD lead was tested by a pacing system analyzer after being disconnected from the ICD, the lead measurements were within normal range. Under fluoroscopy, no visual damage was identified on the ICD lead. Despite of the above observations, it was concluded that the ICD lead had been damaged and its use was discontinued. Although no failure was suspected on the ICD, the use of the ICD was also discontinued. The explanted ICD was disposed of at the hospital.